Manufacturer narrative:
Approximately 90 cm of the peritoneal catheter was returned. The returned catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed at the proximal end. The catheter met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during preoperative testing. According to the report, the doctor used another device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.